Event description:
According to the complainant the locking adapter was damaged while connecting the feeding tube to the device. The locking tab of the tube had no damage the device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has not been returned for an evaluation. The cause of the reported malfunction is undetermined. Product unavailable for analysis.